Event description:
In 2004 - shoulder, arthroscopy; slap repair, articular cartilage of numerus was normal. The articular cartilage of the glenoid was normal with the exception of the anterior-inferior glenoid. Pain buster pain pump cannulas were placed posteriorly ... The pain pump catheter was verified working after it was filled w/ 1% lidocaine plain w/ no preservative. The catheters were put in place w/a sterile vi-drape. In 2007 - shoulder, arthroscopic left w/ debridement, possible mini open rotator cuff repair, possible loose body removal. Arthroscopic findings: glenohumeral joint was remarkable for full-thickness loss of articular cartilage on the very superior portion of the glenoid. The inferior portion was intact. There was a large loose body and it was attached to the inferior labrum and small loose body attached to the anteroinferior labrum. The labral stitches were intact and the labral repair appeared successful as the labral cartilage had reattached. There was grade ii to iii changes in the remainder of the articular cartilage of the glenoid. The humerus had approximately 30% thickness loss of weightbearing articular cartilage. Pain pump placed in the subacromial space. Dose or amount: #1. 270 cc, #2. 120 cc. Frequency: #1 and #2. Unk, route: #1. 014. #2. 049. Dates of use: #1. 2004. #2 2007. Diagnosis or reason for use: left shldr slap tear.